Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 4 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was found unconscious by her husband. The patient's cgm was reading 110 mg/dl, and the bg meter was reading 37 mg/dl. The patient's husband administered liquid glucose to the patient and the patient regained consciousness within 15 minutes. The patient recovered at home and was not taken to the hospital. It was reported subsequent bg meter readings were "stable". No other patient or event details were available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.